Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open blister on the back under the vibration box. There was no alleged device malfunction contributing to the wound. The patient reported reaching out to physician, but there is no indication of medical intervention. Outcome of the wound is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.